Event description:
Customer's mother reported via phone call that customer received a button error alarm and was not sure how it occurred. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The esc and act buttons on the insulin pump had intermittent response due to corroded keypad traces. The device had minor scratches on the display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.